Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an inverted image after receiving the message to recalibrate. The system was restarted and the issue was resolved. Due to the system restart, the logs were not available. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs afterwards and found error 23003 on the axis 4 indicating a possible endoscope rotating problem. The tse advised the customer to mark the endoscope and check the rotation manually. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer power cycled the system and issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.